Event description:
It was reported that a homechoice (hc) experienced an unspecified malfunction. The step of peritoneal dialysis therapy or setup during which this occurred is unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported event was unknown; however, a system error 2046 was identified during a review of the event history log. The homechoice device received functional testing and a visual inspection. The cause of the condition was determined to be an issue of the membrane gasket. To correct the condition, the membrane gasket was replaced. Should additional relevant information become available, a supplemental report will be submitted.